Event description:
It was reported that the ilet screen separated from the device while the pump was in the user¿s pocket, resulting in a nonfunctional display that had not fully detached; the issue involved the touchscreen and aligned with a device fracture and screen bezel separation, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem associated with the touchscreen, consistent with a device fracture of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.